Event description:
Customer reported smoking/melted external power cord. The caller noticed the smoking power cord in back of the scanx unit. The customer then unplugged the power cord from the wall. There were no reports of injury. No emergency services were contacted.

Manufacturer narrative:
A device was sent for further evaluation to determine the root cause.

Event description:
Customer reported smoking/melted external power cord. The caller noticed the smoking power cord in back of the scanx unit. The customer then unplugged the power cord from the wall. There were no reports of injury. No emergency services were contacted.